Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received inaccurate fill estimates after loading the past 2 cartridges. Reportedly, the cartridges were loaded with 475 units of insulin and the customer received a fill estimate of 110 units after 10 units of insulin was delivered. The customer's blood glucose level was not impacted by this event. During a follow-up, it was reported the customer received an accurate fill estimate after loading a new cartridge. The customer's blood glucose level was 217mg/dl at the time of the follow up.